Event description:
An olympus sales rep reported that a high frequency ("hf") cable shorted out at the proximal end at the connection to the electrosurgical unit ("e.s.u."). According to the rep, the cord started a fire. A nurse disconnected the cord and completed the procedure with a second cable. There were no injuries related to the occurrence.